Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states a catheter was placed in the patient on (B)(6) 2012. A hole in the catheter was observed where the bifurcation starts. The catheter was removed from the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.